Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient came across about fourteen coude intermittent catheters that had little to no bend in the tip. Also stated that it was unclear how many catheters from each lot were allegedly affected. As per the follow up on 20may2021, the patient stated that they did not know how many catheters were affected from each lot because they had been opened. Per cardinal health information received on 21may2021, stated that catheters did not have the coude tip on it.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿machine error". It is unknown whether the device had met relevant specifications. It was unknown whether the product was used by the patient. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented this issue. The device was not returned.

Event description:
It was reported that the patient came across about fourteen coude intermittent catheters that had little to no bend in the tip. Also stated that it was unclear how many catheters from each lot were allegedly affected. As per the follow up on 20may2021, the patient stated that they did not know how many catheters were affected from each lot because they had been opened. Per cardinal health information received on 21may2021, stated that catheters did not have the coude tip on it.